Manufacturer narrative:
(B)(4).

Event description:
It was reported that a short time after implant, the atrial lead dislodged. The device was reprogrammed. The patient became symptomatic to the programmed settings. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.